Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-mar-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patient medications were not crossing and the extract transform load process was failed. The technical support specialist (tss) identified that the table dbo.sysssislog should be truncated to reset the ID column back to 0, allowing the etl to complete. Tss identified that etl fails when it reaches the maximum value and can be resolved by recreating the table which does not require any downtime. Tss stopped and disabled the etl, opened a query window, pasted the query and enabled the etl to resolve the issue. The root cause of the issue was the log table contained an ID table that add a log entry when the etl runs. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ es server, the patient medications were not crossing, and the extract transform load process was failed. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.